Event description:
Reporter alleged obtaining the results of 174 mg/dl, 118 mg/dl and 51 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he felt shaky and self-treated with glucose tablets. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.